Event description:
A customer informed a beckman coulter field representative regarding a falsely low bhcg test result on a single patient that was generated by the unicel dxi instruement. The falsely low bhcg result from sample a was 0.01mlu/ml. The low bhcg was reported out of the lab. The customer indicated that after about a week, the physician requested a new sample to be collected from the same patient and tested for bhcg. The bhcg result from sample b was 78,298mlu/ml. Based on the elevated bhcg result from sample b, the customer retested sample a. The repeated bhcg result from sample a was 71,926mlu/ml. The bhcg results from sample b and the repeated result from sample a were in the 5-8 weeks gestatinal age according to the gestational age chart in the assay guide. No additional event information was provided by the customer. There has been no change to patient treatment or anu injury that can be attributed to this event.